Event description:
Additional information reported that there was no apparent cause for the volume discrepancy. It was indicated that the patients pump would be replaced. At first the physician was unable to aspirate from the catheter access port. Following that, he opened the pocket and disconnected the catheter and was unable to aspirate from the catheter as well. It was indicated that the catheter was lowered and a few drops of fluid came out. They attempted to aspirate again while the catheter was in that position but was unsuccessful. It was stated that the patient started complaining of not getting therapy. It was reported that the pump was at first over-infusing and now under-infusing, "like 2 percent." The outcome of the patient was not provided. The drugs delivered via pump were morphine and clonidine.

Event description:
Additional information was received. It was reported the patient complained he was not receiving the correct amount of medication and during refills there was more medication in the reservoir than should be. The pump was replaced and patient was doing well however there were complications with oxygen saturation levels during surgery since the patient is a heavy smoker and over-weighted and needed intubation and his lungs suctioned. Pump had not been returned at the time of this report since hospital did not allow the company to send it to their pathology. If additional information becomes available a report will be submitted.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The reporter was unable to provide specific values for volumes, or any further event detail. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j10872r23, implanted: 2001 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).